Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed evidence of moisture ingress. Corrosion was found inside the battery compartment. The pump failed a leak test due to a battery compartment leak. A crack was also found in the battery compartment. The pump was opened and no evidence of moisture was found on the internal components or printed circuit board. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole it. The audio bolus button was, however, functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.